Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the (B)(6) of peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis. Dianeal therapies were ongoing. On (B)(6) 2012, the nurse contacted baxter's vietnam technical services and the following was reported. On (B)(6) 2012, the patient experienced cloudy effluent and on the same went to the hospital. On (B)(6) 2012, the patient experienced peritonitis and hospitalized for peritonitis which had an early manifestation of cloudy effluent on (B)(6) 2012. On (B)(6) 2012, the patient was treated with antibiotics alfacef ip (1g, 1 ampule twice daily) and cefazoline ip (1g,1 ampule twice daily). The patient had recovered from this peritonitis event at the time of this report.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.